Event description:
The user's hearing performance with the device is affected and channels with abnormal impedance were found. It is likely that the electrode array was already damaged during the initial surgery. Four channels (ch- 1-4) had high impedances during intra-op testing, but it was assumed this was due to air bubbles. However the high channels then persisted at the first fitting. Re-implantation is considered but no date has been set yet.

Manufacturer narrative:
Additional information: according to the information received from the field the limited hearing benefit is likely related to a damage to the active electrode, which most likely occurred during implantation surgery. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
Conclusion: based on the information received from the field the limited hearing benefit is related to a damage to the active electrode, which most likely occurred during implantation surgery. Device investigation confirmed a damage to the active electrode array. This is a final report.

Event description:
The user's hearing performance with the device is affected and channels with abnormal impedance were found. It is likely that the electrode array was already damaged during the initial surgery. Four channels had high impedances during intra-op testing, but it was assumed this was due to air bubbles. However the high channels then persisted at the first fitting. The user was re-implanted on (B)(6) 2024.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected and channels with abnormal impedance were found. Further medical intervention is considered.